Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, peri-implantitis, mobility - first crown was fractured in 2019 and got replaced.